Event description:
During servicing the manufacturer service technician found that the ventilator is not working on ac power when battery is not connected. The customer reported the unit was not in use on pt.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
The visual inspection of this power management (pm) board revealed heat related damage. The root cause of the reported complaint was identified as due two faulty components on the power management pcba. (B)(4).

Event description:
During servicing the manufacturer service technician found that the ventilator is not working on ac power when battery is not connected. The customer reported the unit was not in use on patient.